Event description:
It was reported that a broken sensor wire occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that the patient experienced a broken sensor wire, which occurred an unknown number of days after the sensor has been inserted in the arm. After removing the sensor, he noticed redness, swelling, pimples, and inflammation, which later developed into small cysts, and the area became increasingly sensitive. Besides this, the patient also experienced bleeding. Pressure was applied to stop the bleeding. When the patient initially reported they event, they had not seen an health care professional (hcp) yet. During a follow up with the patient, they informed dexcom that they went to the hospital, and that it was confirmed that the sensor wire had retained under the skin. No diagnostic testing was reported. The sensor wire was successfully removed via a surgical intervention on (B)(6) 2026. No further medication or treatment was deemed to be needed. There were no other symptoms reported. At the time of the report the patient was stable. No other details were documented. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6: health effect clinical code - cyst(s).